Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient occasionally felt she was receiving an excessive amount of medication during the mixing process, suggesting the possibility of a slight bolus or incorrect dosing. Additionally, a device-related issue was noted the back of the pump repeatedly detached. Troubleshooting steps were not completed, and details such as pump return tracking, photographs, and the set flow rate or volume delivered were unavailable. Although the product fault occurred during use, it did not result in any clinical harm. The patient transitioned to a backup device and successfully continued her infusion.